Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implant of the right ventricular (rv) lead that the patient was complaining of their device acting funny/warm sensation. An interrogation of the device indicated that lead impedance trends for the rv lead show elevated svc (superior vena cava) impedances prior to last interrogation. It was also noted that an svc lead impedance warning was triggered approximately two weeks after the rv lead was implanted. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implanted right ventricular (rv) lead is a single coil lead and does not have a svc coil.